Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device condition was identified prior to any patient involvement. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the stylets, which were part of stylet kits, were marked as 85 cm long, but they all measured 88 cm or longer. It was also reported that during implant attempt, prior to any patient involvement, the doctor advanced the stylet all the way to where the stylet hub meets the lead pin, and it was noted that the stylet went past the lead end tip, about 1cm, and the doctor expressed concern. Further information was received suggesting that the stylets were manufactured per specification, but the labeling was somewhat confusing, as the "85 cm" stylets were nominally about 87.5 cm long. A competitor guidewire was used to successfully implant the lead.